Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the at/af detection with rapid ventricular response. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to the implantable cardioverter defibrillator (ICD) incorrectly classifying an episode of supra ventricular tachycardia (svt) as ventricular tachycardia (vt). Additionally, the patient received anti-tachycardia pacing which accelerated the svt into a vt. The ICD was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.